Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The report suggests that the customer has been experiencing leakages between the mz1000 and connecting products. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.